Manufacturer narrative:
On 13-jan-2020, mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant and developed capsular contracture with fat necrosis. The patient also developed skin necrosis in 2008. During visual inspection, the sample was noticed to be ruptured. Additionally, a crease was found in the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue.  Implant removal may also be necessary.  Excessive inflation of the device may also result in tissue necrosis and thrombosis.  Subsequent exposure and/or extrusion of the implant may occur. As indicated in the mentor product insert data sheet, the use of microwave diathermy in patients with breast implants is not recommended, as it has been reported to cause tissue necrosis, skin erosion, and extrusion of the implant. Factors associated with increased necrosis include infection, undue tension of the tissue covering the implant, inadequate tissue thickness inhibiting circulation, trauma to the tissue during surgical procedures, use of steroids in the surgical pocket, smoking, chemotherapy, microwave diathermy, radiation and excessive heat or cold therapy.   The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: capsular contracture baker grade 4, soft tissue necrosis, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 300cc smooth mentor memorygel breast implant and experienced postoperative right-sided soft tissue necrosis in 2008 and right-sided rupture, she is currently experiencing bilateral capsular contracture baker grade 4 with right-sided mastodynia. Patient had a mammogram and ultrasound indicating possible right-sided rupture, fat necrosis; patient noted with hcp of skin necrosis in 2008. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.